Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No frozen screen anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer got 2 caps overnight and used the two but the insulin pump never came back on using 7 fresh batteries. Customer was calling back after installing a new battery and monitoring insulin pump for 2 hours and frozen display was recurred. Customer was declined high blood glucose troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.